Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6013306, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6013306 was manufactured according to the work instruction (wi) version 101 and manufactured in the line m14 on 20-may-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: gluing connector of the lot 5e02142 was manufactured according to the wi version 39 and manufactured in the line l3, on 17-may-2025, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 5e02150 was manufactured according to the wi version 39 and manufactured in the line l3, on 18-may-2025, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 5e02149 was manufactured according to the wi version 39 and manufactured in the line l3, on 18-may-2025, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 5d03576 was manufactured according to the wi version 39 and manufactured in the line l9, on 05-may-2025, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 5e02151 was manufactured according to the wi version 39 and manufactured in the line l3, on 19-may-2025, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 5e02152 was manufactured according to the wi version 39 and manufactured in the line l3, on 19-may-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA). Therefore, this issue will be monitored through the post market surveillance activities.